Event description:
Caller reported a cgm error 42, and the patient's pump shut down, but subsequently, the cgm became available again. There was no adverse impact to the customer's blood glucose level. No further actions were required as the patient could continue to use their cgm.